Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor and did not see glucose readings on the ilet display; review of the setup process showed the sensor was on the ¿enter code¿ screen, indicating the code had not been submitted and the sensor was not paired, after which the user entered the code and the system proceeded to pairing and warmup. No adverse clinical symptoms reported. Outcomes included resolution after correct code entry and normal pairing and warmup, with no alerts, alarms, or medical intervention. User support included user-guided troubleshooting and education regarding correct sensor code entry, pairing steps, and expected warmup time. Investigation of this case revealed user setup error leading to failure to pair the correct sensor type, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with instructions.